Manufacturer narrative:
The subject product was returned and a visual evaluation was performed. There is charring/melting of the sheath at the location of the holes near the tip. Photos taken under magnification revealed damage to the sheath around the noted charring/ melting condition. A cause of the reported arcing and damage to the sheath cannot be determined at this time. The subject product has been sent to the supplier for further evaluation. A supplemental MDR will be submitted when the evaluation is completed. Addendum: the subject product was sent to the manufacturer for further evaluation. Visual evaluation of the subject product found the inner gray insulation to have fully conformed coverage of insulation. The tip appeared good with no melting, markings, or blemishes to any insulated area. The sheath tip cross hole appeared to have a blemish indicating something may have touched the outer surface. No manufacturing anomalies were noted. A 100% electrical testing phase is performed during production. A definitive root cause of the reported arcing and damage to the sheath cannot be determined at this time. As reported, the patient did not experience any injury. It is possible the bovie pencil, also in use during the procedure may have come in contact with the l-hook or close enough to create an arc between the devices. This could account for the damage to the sheath. We believe the most probable root cause was an unintended use error. The IFU for this product states the necessary warnings to minimize electrosurgical risks.

Event description:
It was reported that the insulation around the l-hook was not working properly during a laparoscopic cholecystectomy and the current was going out the sides of the hook and not just the tip. It was alleged it was almost like there was no insulation. Customer noted they were cauterizing liver and surrounding tissues. A bovie pencil was also in use. The coag setting at the time of the issue was set at 20. The l-hook was switched out and the problem was resolved. There was no patient injury or any intervention required.

Manufacturer narrative:
The subject product was returned and a visual evaluation was performed. There is charring/melting of the sheath at the location of the holes near the tip. Photos taken under magnification revealed damage to the sheath around the noted charring/ melting condition. A cause of the reported arcing and damage to the sheath cannot be determined at this time. The subject product has been sent to the supplier for further evaluation. A supplemental MDR will be submitted when the evaluation is completed.

Event description:
It was reported that the insulation around the l-hook was not working properly during a laparoscopic cholecystectomy and the current was going out the sides of the hook and not just the tip. It was alleged it was almost like there was no insulation. Customer noted they were cauterizing liver and surrounding tissues. A bovie pencil was also in use. The coag setting at the time of the issue was set at 20. The l-hook was switched out and the problem was resolved. There was no patient injury or any intervention required.